Event description:
It was reported that one day after the implant procedure of this implantable cardioverter defibrillator (ICD), the patient experienced a syncopal episode. Boston scientific technical services (ts) was consulted and upon review, noise and oversensing were observed. Ts discussed this could be from the implant procedure. Auto threshold tests were performed successfully. No out of range measurements were observed. No adverse patient effects were reported. At this time, this device remains in service.